Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a product for failure analysis evaluation. Sureform 60 stapler instrument logs show the stapler was installed on the system 6 times and fired 4 white reloads. On installs 1 and 2, the first clamps were successful. On install 1, the firing was completed with 1 pause for compression. On install 2, the firing was completed with no pauses for compression. On install 3, a white reload was installed. The first clamp was incomplete. No firing was attempted on this install. On install 4, the first 3 clamp attempts were successful, and the firing was completed with 1 pause for compression. On install 5, the first 3 clamp attempts were incomplete. No firing was attempted on this install. On install 6, the first clamp was incomplete. The next clamp was successful. The 3rd clamp was incomplete. The next 4 clamps were successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the patient sustained a postoperative bleed. A white sureform 60 reload was used to dissect across the inferior mesenteric artery (ima) pedicle. There were no complications during the firing sequence, the initial robotic procedure was completed. Postoperatively, a few hours later, the patient exhibited signs of bleeding and required a subsequent procedure. An exploratory laparotomy was performed, and it was identified that the staple line at the ima was leaking. The patient is recovering well.